Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, a defect was observed with the 30-degree endoscope plus. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the 30-degree endoscope was initially identified as defective after a da vinci-assisted surgical procedure performed on (B)(6) 2023. The endoscope was reported to have moved freely with uncontrolled motion, however, there was no injury to the patient as a result of the issue. The procedure was completed utilizing a back-up endoscope. Additionally, during central processing on 03-apr-2024, the endoscope was identified to have a hole in the wire coating of the cord.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was evaluated and placed on an in-house diagnostic tester or equivalent and found that the local button controls not working properly. The endoscope failed the button functionality test. Additionally, the endoscope was tested and placed on a camera attenuation tester to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an aea shaft bearing contributing to friction. The endoscope was manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was found with a minor cut to the cable insulation. The damage was located near the integrated connector of the endoscope cable. A button failure caused by loose desiccant was found. The loose balls were removed and the buttons were working properly.

Event description:
Refer to h10/h11 for follow-up information.